Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Evaluation could not reproduce the reported symptom of "failed downstream occlusion pm test." Incoming evaluation found the downstream sensor current reading to be 75 adc counts without a set loaded which is within specifications and approximately 1110 adc counts with a fluid filled set loaded. Evaluation found the downstream pressure plate gap to be 0.1525". This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number (B)(4) can be removed from the FDA database.